Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the left femoral artery, impella cp access site, developed a hematoma. Staff controlled the issue with manual pressure.

Manufacturer narrative:
No product was returned. As per clinical patient was coagulopathic and taken to or during bleeding at access site. Blood products were given, and systemic heparin was stopped. The cause of the access site bleeding issue was most likely anticoagulation management related due to patient being coagulopathic during bleeding. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿